Manufacturer narrative:
Additional information: d9, g3, h3, h6. The attached complaint handling memo for ar-6482 has been reviewed. No harms were associated with this event, and the ar-6482 device has become obsolete. Therefore, no further investigation is required.

Event description:
On 6/11/2024, it was reported by a sales representative via (B)(4) that an ar-6482 dw remote cord had exposed wires. The case was completed with another ar-6482 dw remote with no issues. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.